Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda), leaflet damage and increased mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat functional mr with a grade of 4. One clip was implanted, reducing the mr to 1+. After the procedure, the patients b-type natriuretic peptide (bnp) increased to approximately 300 pgml and remained increased. The doctor suspected it was due to stopping diuretics. On (B)(6) 2019, it was found that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). A tear was noted in the posterior leaflet and mr increased to 2+. No further treatment is planned at this time. No additional information was provided.

Manufacturer narrative:
Patient codes: 2206 labeled 2484 labeled. Internal file number - (B)(4). All available information was investigated and the reported difficulties appear to be due to case circumstances. The reported patient effects of worsening heart failure and respiratory failure as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported surgical procedure and hospitalization were the result of case specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, the following information reported that the slda worsened the patients heart failure. The current patients status is continuing to be hospitalized for rehabilitation due to prolonged heart failure and respiratory failure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lots that would have contributed to the reported event. Additionally, a review of the complaint history revealed no indication of a lot specific product issue. All available information was investigated, and the reported difficulties appear to be due to case circumstances. It is likely that the patient anatomy contributed to the reported tissue damage and single leaflet device attachment (slda) resulting in recurrent mitral regurgitation (mr). The reported patient effects of worsening mr and tissue damage as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, the following information was provided: on (B)(6) 2019, the mitral regurgitation (mr) increased to 3-4. The patient continued to be hospitalized after the procedure. On (B)(6) 2019, surgery was performed. The heart-lung machine was weaned and it a small cardiac rupture was confirmed. No additional information was provided.